Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 14 mmol/l (252 mg/dl). The pod was worn between 24 and 36 hours. It was noted that the needle did not deploy. No information was provided on how the hyperglycemia was treated. Device was discarded.